Manufacturer narrative:
Per tandem¿s user guide: ¿if you select fill tubing from the load menu but do not complete the process within 3 minutes, the fill tubing alert occurs¿. "Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 414 mg/dl to 1058 mg/dl and a large ketone level identified as dangerous. The customer reported that hypertension and a heart condition were the causes of the elevated bg; however, customer also indicated that insulin delivery was stopped on the pump. Reportedly, customer received an incomplete fill tubing alert indicating that the load process was not completed. Subsequently, customer lost consciousness, and was hospitalized. Bg was treated with an unspecified intravenous treatment, and insulin. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.